Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a sleeve broke off. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device history record not available as device is older than 13 years. (B)(4). Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
(B)(4): the part returned for evaluation with the sleeve broken off. The pins were also missing. Based on the broken sleeve, the damages are indicitive of a handling failure during usage. Product fault could not be detected.